Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred intra-operatively. While the tissue was inside the jaws of the device the surgeon pressed the green button to fire but the system did not respond. Before firing everything indicated that the status to fire was good, it never emitted a green light flashing signal. The case was completed using a manual handle. No patient injury was reported.